Event description:
It was reported that during a post operative examination that occurred a few days after cataract surgery with intraocular lens (iol) implant the doctor observed a missing haptic on the implanted iol. Secondary surgery was performed without complication to explant the iol and replace with another.

Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. Results show an iol cut in 2 pieces with 2 detached haptics. While we were unable to determine the cause of this event or the exact date of explant, our investigation reasonably suggests it is not manufacturing related. The lens met all manufacturing specifications prior to use.